Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "correct handling of devices is extremely important. Do not modify devices." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Complaint is considered valid, device is found with a stripped worm gear thread that would not allow full articulation. Could not determine cause of the strip worm gear thread. Surgical technique was updated to include lock screw.

Event description:
It was reported that patient underwent a femur osteotomy procedure on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to the module primary adjustment not being able to adjust post operation. The module and female adapter were removed and replaced.